Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported their ins worked well at first, but then they started wetting themselves again the week prior, on (B)(6) 2019. Caller stated that when they increased stimulation it was painful, so they turned it back down. Caller reported they had a doctor's appointment the following week. Troubleshooting was performed and it was confirmed that stimulation was on program 4 with stimulation set to 2.0. Caller tried to switch programs but saw poor communication. Caller connected to ins without the antenna and confirmed when they tried to turn stimulation on the received poor communication again. The patient was sent a new patient programmer to resolve the issue. No further complications were reported or anticipated.